Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report number: 3004209178-2014-85243.

Event description:
Customer was wearing an expired sensor and sensor cannula. Customer was hospitalized for five days, due to diabetic ketoacidosis. Customer stated that her meter readings are not going from meter to pump. Also she has trouble changing battery in pump and removing clip due to her neuropathy in her hands. The last blood glucose reading was 165 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings. Unable to confirm blood at site due to customer did not return needle sensor only. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened and used.